Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. No motor error alarm, motor position encoder error alarm or excessive no delivery alarm during testing noted. Motor passed motor test. Device had cracked case at display window corners, cracked reservoir tube lip, minor scratched display window, stained end cap sticker and stained address number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call the insulin pump alarmed motor error and a high blood glucose event. The customer¿s blood glucose level was 400 mg/dl at the time of the incident. The customer¿s parent stated that the insulin pump had a no delivery alarm and a recurring motor error . The customer¿s parent stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was not able to complete the rewind process. Customer reported a motor position encoder error. Customer had a high blood glucose of 400 mg/dl and treated with manual injection. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.